Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration unknown) at 0.787 mg/day via an implanted pump. It was reported the patient knew that she was a "hard stick", and that it was hard for the healthcare provider (hcp) to find the hole in her pump to inject the drug into. It was noted at the most recent refill the hcp was having trouble finding the hole in pump to inject drug into. It was reported the hcp drew out 5 mls of drug and the patient questioned this because usually she has more drug left in pump than that. It was further reported the hcp tried again, and said that the pump was empty of drug and when the hcp went to try to refill the pump with new drug, she could not get all the new drug into the pump. It was noted normally all the new drug fits into pump, but when the hcp got to about 4 mls left she was not able to get anymore drug in. The hcp tried several times and the patient could see her pushing (the syringe) and said that had never happened again. It was reported the hcp backed off the needle and then tried again, but the pump refused to take anymore. The patient said that she asked the hcp if she could change the syringe to see if pump was all the way full and the hcp said no she could not change the syringe. It was reported the patient was uncomfortable because there was no way for her to tell if her pump was in fact actually full and it could be the case that the hcp was really throwing away those 4 mls of drug that she had paid for. The patient was redirected to the hcp. The event date was (B)(6) 2020.